Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. During investigation, it was found that the movement of the tablets can contribute to the tablet user interface issues such as slow response, tablet ui application crashes, and tablet hardware issues. To mitigate the issues, it was advised to the customer to reboot the tablet after changing tablet positioning (e.g. Changing rooms).

Event description:
It was reported that the kit tablet rebooted while in the middle of resolving medications. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tablet shutdown tablet ¿ cart 2, case ¿ 117 the customer was in the middle of resolving medications and the tablet rebooted. The message " intelliport system down. Please contact a network administrator" showed up. Customer logged back into the tablet and patient setup screen showed up the case. Customer reconnected and then selected close down ports option."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the kit tablet rebooted while in the middle of resolving medications. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tablet shutdown tablet ¿ cart 2, case ¿ 117. The customer was in the middle of resolving medications and the tablet rebooted. The message " intelliport system down. Please contact a network administrator" showed up. Customer logged back into the tablet and patient setup screen showed up the case. Customer reconnected and then selected close down ports option".